Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with a basal and monitored. The basal delivered completely the indicated amount and were properly recorded in the basal screen. The device then was programmed with multiple boluses and monitored. All boluses were delivered completely their indicated amounts and were properly recorded in the bolus history. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis, shortness of breath and chest pains. The blood glucose reading was 633 mg/dl. Troubleshooting was performed. The alarm history revealed a no delivery alarm. The daily totals did not match to the bolus history and basal rates. No further info was provided.